Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient fell and required poly exchange for thicker poly.

Manufacturer narrative:
See d4 expiration date, h4, h6, and h11. Complaint has been evaluated and is similar to report number 1644408-2022-01446; 346-12-705, s809 - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.